Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial/lot#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown source regarding a patient who was receiving morphine with concentration 10mg/ml at a dose rate of 1.3mg/day via an implantable pump for non-malignant pain. It was that the patient's pump had flipped numerous times and was manually flipped back over for refills. The patient was not getting relief from therapy. Surgery to re anchor pump was performed and the catheter was found to be knotted. The catheter was twisted into a knot from the pump having flipped multiple times in the pocket. The catheter was partially explanted. The pump segment of catheter was replaced. The catheter was discarded by the healthcare provider. The pump was re-anchored down. The pump remained implanted / in-service. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was noted that the patient was flipping the pump. The issue was resolved. The patient was without injury regarding their status as of (B)(6) 2021. The patient's weight and medical history was unknown or would not be made available.